Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had decreased to 37 mg/dl. The patient was at school and had experienced a seizure. The patient was treated at the nurses office with insulin as well as glucose gel. The patient had the paramedics come to the school but no treatment was provided. The paramedics were with the patient for 10 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.